Manufacturer narrative:
No technical inquiries were received from the customer. Four opened probes with tip protectors in a zip top bag were received for the report. Sample 1 was visually inspected and found to be conforming. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for all three functional tests. The probe sample 1 engine was disassembled, and the components were inspected. The diaphragm, spacer, and o-rings are all intact. Sample 2 was visually inspected and found to be nonconforming with orange/brown foreign material on the port face, inside the port and on the welded cap and clear foreign material on the body needle. The sample was then functionally tested for aspiration, actuation, and cut. The sample was found to be conforming for aspiration, conforming for actuation, and nonconforming for cut. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at bend area and cutting edge along the inner cutter. Sample 3 was visually inspected and found to be nonconforming with orange/brown foreign material on the port face, inside the port and on the welded cap. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be nonconforming for actuation, conforming for aspiration and nonconforming for cut. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at several locations on the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. Sample 4 was visually inspected and found to be nonconforming with orange/brown foreign material on the port face, inside the port and on the welded cap. The sample was then functionally tested for aspiration, actuation, and cut. The sample was found to be conforming for aspiration, conforming for actuation, and nonconforming for cut. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. A review of the device history record traceable to the lot number obtained from the device¿s (radio frequency identification) rfid tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. Sample 2: the complaint evaluation does not confirm the probe had an aspiration or actuation failure but confirms that probe had a cut failure. The root cause for the poor cutting is the observed gouge marks. The probe was disassembled, and the components inspected. The wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos is consistent with excessive use classification. Excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. Per the dfu, the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. Sample 3: the complaint evaluation does not confirm the probe had an aspiration failure, the evaluation indicates the probe had an actuation and cut failure. The aspiration function of the probe was conforming; however, the observed actuation failure could have caused the cutter to stay in the port of the needle long enough to obstruct aspiration flow at the time the reported event was observed. The exact cause of the actuation and cut failures cannot be determined from the evaluation performed. Sample 4: the complaint evaluation does not confirm the probe had an aspiration failure, the complaint evaluation confirms the probe had a cut failure. The exact cause of the cut failure cannot be determined from the evaluation performed. Sample 1: the investigation concluded that the root cause of the reported event is not determined as the returned sample was conforming for all functional testing. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time as the reported aspiration failure was non confirmed for all 4 samples; however, the observed cut failure for sample 2 was due to excessive use of the probe by the user. Per the dfu, the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. Sample 4 cut failure root cause could not be determined from this evaluation and sample 3 cut failure was not confirmed. Sample 1 was conforming for all functional testing. The a nonconformance investigation has been completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in d.4., and h.11. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that cutting and aspiration failures of a probe occurred during the cataract/vitrectomy combination surgery. The condition of actuation was unknown. The surgery was completed after replacing the product with another one. There was no patient impact.